Event description:
Rptr experienced capsular contractures, closed capsulotomies, arthritis and symptoms, joint swelling and stiffness (all over), hardening of skin around implants, muscle fatigue and hand swelling, breast tenderness, pain and aching, fatigue, general aching and stiffness, coldness and pain in extremities: (legs worse), arm, back and hip pain and tired all of time.